Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received with cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was vibrating without an alarm or alert and display went blank immediately after pump exposure to moisture. The customer¿s blood glucose level was 10.7 mmol/l. Customer stated that the constant tone was occurring. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will not be returned for analysis.